Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthetic valve was explanted after an implant duration of approximately 105 months, and replaced with another edwards' pericardial valve. Through follow-up, it was learned that the valve was explanted due to stenosis. No additional information was provided regarding the type of stenosis of this valve.

Manufacturer narrative:
Evaluation: as received, the valve exhibits cut out in the tissue of leaflets 2 and 3. The sections that are missing, possibly for pathology testing, measure to an average of approximately 3-5mm at the free margin by 6-8mm into the cusp area. Heavy calcification is detected in the cusp of leaflets 2 and 3. Minimal host tissue overgrowth encroached onto the tissue at both aspects and into the orifice at the greatest point by approximately 2mm. Host tissue is minimal to moderate at the stent inflow and minimal at stent outflow. The x-ray demonstrates calcification. The returned device was examined visually and with a light microscope and digital microscope. X-ray. Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the operative report was provided. The information indicates that the patient underwent echocardiogram which showed severe aortic insufficiency of the bioprosthetic valve. He underwent left heart catheterization which showed patency of this vein graft to the posterior descending artery. Patency of the vein graft to the circumflex artery, and a patent left internal mammary artery to the left anterior descending artery, with significant aortic insufficiency. For these reasons, he was deemed appropriate for redo-aortic valve replacement. The patient's aorta was soft and nonaneurysmal without significant calcifications, except for a slight area at the innominate artery. The vein grafts were found to be intact. The patient's estimated ejection fraction by inspection as well as by transesophageal echocardiogram was mildly diminished at approx. 40%. Upon opening the aorta, the bioprosthetic valve was calcified with prolapse and tear of 1 of the leaflets resulting in the aortic insufficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: the reported event has been confirmed by evaluation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Biokit sent to return device, not received yet. Additional manufacturer narrative: the device history record review results will be reported once completed. Bioprosthetic valve stenosis may be due to various factors ( calcification, pannus growth, etc); without additional information and device return for evaluation, no additional investigation into the root cause of this explant can be performed. Operative report and device return have been requested, but not yet received.